Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to a faulty fuse on the battery interconnect board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.